Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that secondary set c62 leaked during use. The following information was provided by the initial reporter: c62 leaking. C62 was leaking from the y site injector connector during priming. Apr 5 additional input received: could you please confirm was there any exposure to the healthcare workers when leakage incident occurred? There was no exposure as the leakage occurs during priming with saline. What was fluid leaked? Saline. Is customer wearing personal protective equipment (ppe)? Yes. Can you check with customer if there was any damage noted there the location of the leak? No. Visible damage was detected. The leaking comes from where the y site and the connector meets.

Event description:
It was reported that secondary set c62 leaked during use. The following information was provided by the initial reporter: c62 leaking. C62 was leaking from the y site injector connector during priming. Apr 5 - additional input received: 1. Could you please confirm was there any exposure to the healthcare workers when leakage incident occurred? - there was no exposure as the leakage occurs during priming with saline. 2. What was fluid leaked? - saline 3. Is customer wearing personal protective equipment (ppe)? - yes. 4. Can you check with customer if there was any damage noted there the location of the leak? - no visible damage was detected. The leaking comes from where the y site and the connector meets.

Manufacturer narrative:
H.6. Investigation: no photos or physicals samples that display the reported issue were provided for investigation. The final product for lot ta11878 is assembled and packaged at a supplier site whom we have notified of the reported issue. Three retained samples of the same lot were used for additional evaluation, the product was inspected and cracks were observed on the y-site. All testing was reviewed for the reported lot, including leakage, torque, and inspection results with no issues identified related to the reported malfunction. Based on our investigation and retained sample evaluation, excessive force by the operator when connecting the connector piece to the y-site is believed to be the root cause for this incident. A project, CAPA#1382647, has been initiated and personnel are looking further into this issue to reduce any reoccurrence.